Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, slow balloon deflation and balloon withdrawal difficulty occurred. The physician implanted a taxus liberte' 3.0x32mm drug eluting stent to the 80% stenosed lesion located in the moderately calcified and mildly tortuous, mid right coronary artery (rca). Upon removal of the stent delivery system (sds), there was difficulty deflating the sds balloon and resistance occurred. The physician then dialed up, dialed down and pulled negative to remove the device. The device was removed intact, but the sds balloon was still inflated. No patient injuries or complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
Visual examination of the returned device revealed that due to deployment the relevant stent was not returned for analysis. Severe kinks were found on the mid-shaft. This type of damage is consistent with excessive force having been applied to the device. No other kinks or damage were found on the hypo-tube. Solidified contrast media was present inside the inflation lumen of the device. The device was attached to an encore inflation device however due to the presence of solidified contrast media it was not possible to inflate the balloon. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context, as the complaint is associated with a product that meets the boston scientific corporation design and manufacture specification, but due to anatomical/procedural factors encountered during the procedure, performance was limited.